Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified vein. An sv/5.5-4/4t/40 symmetry balloon catheter was advance for dilatation. However, during sixth inflation at 10 atmospheres for 30 seconds, the balloon ruptured in the center. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition post procedure.